Event description:
The facility reports that the pt was being transferred when a spasm occurred and the pt knocked one of the sling clips off the spreader bar. The pt fell to the floor and sustained a fracture to the skull. The pt died.